Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. The daily insulin total showed 31.700 units on (B)(6) 2015, 28.650 units on (B)(6) 2015, 31.275 units on (B)(6) 2015, 27.175 units on (B)(6) 2015, 24.775 units on (B)(6) 2015, 26.600 units on (B)(6) 2015, and 9.325 units on (B)(6) 2015, and 0.200 units on (B)(6) 2015. On (B)(6) 2015 at 2:07 pm, a battery out limit alarm occurred and the customer changed the time and date to (B)(6) 2015 4:17 pm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was brain aneurysm. The customer has had a stroke. The caller stated that the customer was in a coma for three days, then the ventilator was removed and the customer passed away. The customer's blood glucose, at the time of death, is unknown. The battery has been removed by hospital personnel. Unable to retrieve last recorded blood glucose value. The customer was not wearing the insulin pump at the time of death. It had been disconnected for two days; was disconnected the first day. The hospital personnel wanted to control the customer's insulin, hence, disconnected the insulin pump. The customer was using sensors but was not wearing one in the hospital or at the time of death. The caller agreed to return the insulin pump for analysis.